Event description:
It was reported that there was a replacement due to an elective replacement indicator (eri). It was noted that the patient recovered without sequela after device removal and there was no patient injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: neu_tlock_anchor, lot# unknown, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator ((B)(4)) found insignificant anomalies and it was functionally okay. Analysis of the lead ((B)(4)) found no significant anomaly. The body was cut through and the product was segmented. Analysis of the lead ((B)(4)) found no significant anomaly. The body was cut through and the product was segmented.

Event description:
Additional information received reported that the patient lost therapy and that the cause of the battery depletion was bad placement of the leads by the health care professional. When the replacement was done, the patient's old leads were replaced with paddle leads as well. The patient had been receiving effective therapy since replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.